Event description:
Boston scientific provided the following information: rv lead was found to be fractured and had an increasing impedance. Lead capped and new rv lead implanted.

Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.